Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed that there was no service record for the subject device. The subject device was installed to the facility on november 30, 2000. The exact cause of the reported phenomenon could not be conclusively determined. However, there is a possibility that the reported phenomenon was attributed to the failure of the camera head model maj-554, an accessory of the subject device, due to aging deterioration and/or repeated long-term use.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service department was informed from the facility that in unspecified timing an abnormally endoscopic image appeared on the monitor. Olympus inspected the device at the service department and found that there was a failure in the accessory camera head. Other detailed information was not provided. There was no report of patient injury associated with the event.